Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified one depressed battery pin that was unable to rebound as designed which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported power off without user input which was reproduced while running a test infusion at a rate of 800ml/hr with a volume to be infused of 200ml. Improper shutdown! Events were verified through a review of the event history log. The condition was found to be caused by one depressed battery pin that was unable to rebound as designed due to a dried liquid substance on the pins. The battery pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during therapy in the pediatrics department (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.